Event description:
The pt (B)(6), received an scs system including an ipg on (B)(6) 2009. It was reported the pt is unable to establish communication with the ipg using either the charging system or programmer. The pt has allegedly not utilized her scs system in over five months. There were no plans for surgical intervention at this time as the pt is currently without pain.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.